Event description:
It was reported that the device coating caused vessel occlusion, necrosis and amputation. Two ranger drug coated balloons, a 5x150x150 and 6x150x150, were selected for an endovascular treatment (evt) procedure in the superficial femoral artery (sfa) which was mildly calcified and categorized as rutherford 5. Pre-procedure, all three branches below-the-knee were reported to be in good condition. The lesion was predilated and after this predilation, flow remained the same as prior to the procedure. After the use of the ranger devices, mild slow flow was observed. Since the flow was good originally, the physician believes the issue to be caused by peripheral occlusion. Aspiration was performed with an unknown suction catheter and slow flow was slightly improved. It was noted that a specimen was floating in what was aspirated from the post-operative sheath. The physician considered this to be a fraction of the ranger with hydrophobic characteristic. Several days later, patient experienced the limb turning black. The cause of the discoloration, per the physician, was due to either a downstream effect of ranger or cholesterol embolization. Of note, approximately one week prior to this reported procedure, patient underwent a percutaneous coronary intervention (pci) procedure. Post ranger procedure, patient was categorized as rutherford 6, and condition was not improving so an amputation was performed. It was further reported that at the beginning of the procedure, patient started with 5,000 units of heparin and added 1,000 units every hour. The procedure was completed in three hours, and a total of approximately 7,000 units were administered. Post procedure, patient was on aspirin and clopidogrel and both were stopped one week prior to the amputation. After the amputation, patient died due to complex factors post amputation including chronic limb-threatening ischemia (clti) and physical burden on the patient.

Manufacturer narrative:
B3: date of event: approximated to (B)(6) 2021 as it was reported this event occurred in the later half of march.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 as it was reported this event occurred in the later half of (B)(6).

Event description:
It was reported that the device coating caused vessel occlusion, necrosis and amputation. Two ranger drug coated balloons, a 5x150x150 and 6x150x150, were selected for an endovascular treatment (evt) procedure in the superficial femoral artery (sfa) which was mildly calcified and categorized as rutherford 5. Pre-procedure, all three branches below-the-knee were reported to be in good condition. The lesion was predilated and after this predilation, flow remained the same as prior to the procedure. After the use of the ranger devices, mild slow flow was observed. Since the flow was good originally, the physician believes the issue to be caused by peripheral occlusion. Aspiration was performed with an unknown suction catheter and slow flow was slightly improved. It was noted that a specimen was floating in what was aspirated from the post-operative sheath. The physician considered this to be a fraction of the ranger with hydrophobic characteristic. Several days later, patient experienced the limb turning black. The cause of the discoloration, per the physician, was due to either a downstream effect of ranger or cholesterol embolization. Of note, approximately one week prior to this reported procedure, patient underwent a percutaneous coronary intervention (pci) procedure. Post ranger procedure, patient was categorized as rutherford 6, and condition was not improving so an amputation was performed.